Event description:
It was reported that the user received a ¿pairing failed¿ alert when attempting to connect a freestyle libre 3 plus cgm to the ilet, and the user was guided to toggle-and-rescan. No adverse clinical symptoms reported. Outcomes included dosing interruption warnings with the user planning to place a new sensor. User support included customer support troubleshooting and user education on reconnecting and sensor replacement. Investigation of this case revealed a connection failure consistent with a cgm communication malfunction, with the sensor component implicated given resolution steps focused on sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing failure attributable to sensor or transmission issues.